Event description:
It was reported that the patient was experiencing inadequate stimulation and was charging the ipg frequently. Reprogramming attempt was made, however, unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.